Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial lead into the pulse generator header. Eventually, the lead was connected to the device. After closing the pocket, the atrial lead exhibited high impedance. The pocket was opened and after re-connecting the lead to the device, all measurements were within range. The lead was implanted and the patient was fine after the procedure.

Manufacturer narrative:
.